Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2017 the infusion device displayed an e6 error message and the customer took no actions to resolve it. Later that evening, the customer became unconscious and fell to the ground. The next morning she was found unconscious by her day care assistant; who immediately called an ambulance. The blood glucose results obtained by the emt's were unknown. The patient was transported to the hospital and admitted into the intensive care unit. At the hospital the patient's blood glucose was 85.8, and she was diagnosed with diabetic ketoacidosis. The patient was treated with an insulin infusion. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The serial number was not provided. The infusion device was requested to be returned for product evaluation.